Event description:
It was reported that the device was explanted due to patient preference. The patient recovered without sequela.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37711 serial # (B)(4) determined no anomaly was found. There was good, stable output on all electrode pairs and foreign material in the connector port. Analysis of extension model 3708260 serial # (B)(4) determined no anomaly was found. The continuity was acceptable and there were no shorts between circuits. Analysis of lead model 3986a lot # lb9769 determined the conductor was broken 13.5 cm from the distal end at the titan anchor site. No shorts were found between circuits. C300 analysis of accessory plug and cap model 3550-09 serial # unk determined no anomaly was found. (B)(4). Concomitant medical products: extension model 37082 serial # (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2011; lead model 3986a lot # lb9769 implanted: unk explanted: unk; accessory plug model 3550-09 serial # unk implanted: unk explanted: unk.